Manufacturer narrative:
The insulin pump passed displacement test and self test. No missing segments noted during our testing. No moisture damage on the motor assembly or electronic assembly noted during our visual inspection. However, the insulin pump has cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's mother reported via phone call that the customer woke up and found condensation and drops under the lcd screen and it also has vertical lines when the display is blank. Customer did not recall any significant events; possibly exposed to perspiration. . Blood glucose value was 100 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.